Event description:
It was reported by service report that the right spindle latch spacer was broken and the side rail could not be locked in the upright position. The customer could not determine if there was patient involvement or if there were adverse consequences to report.